Manufacturer narrative:
Additional information: the analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a rectus resection of low procedure, the device is inserted using the supplier's instructions. To perform closing and stapling the tissue cutting device but no staples are formed around the cut, leaving loose the anastomosis. Is performed again step hand sewn, delaying proceedings in time. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were staples deployed at all? Did the surgeon report hearing the crunch sound? Did the surgeon report any difference in the way the device fired? What device was used for the proximal and distal transaction of the bowel? What color reload? On what tissue type was the device used? What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) how was the purse string placed, by hand or with an assist device? If an assist device, what product? Was the spike of the trocar inserted through bowel lateral or through the staple line? What confirmation did the surgeon receive that the anvil was firmly attached? When the device was fired, what was the location of the indicator within the gap setting scale? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did the firing handle automatically return to its original (pre-fired) position without intervention? Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? Is there any other additional information you would like to share about this device, procedure, patient? How long was the procedure prolonged? Did the prolonged procedure impact the patient?